Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power loss alarm. The customer's blood glucose value was 525 mg/dl. The customer treated with manual injections. The customer did not receive low battery alert prior to the replace battery now alarm. The customer received multiple power loss alarms when batteries were out of the pump less than 10 minutes. The product was returned for analysis.